Manufacturer narrative:
Additional information was received indicating that the patient had CPR performed and was shocked several times during intervention. The patient stabilized after clots were removed and sent to the ICU intubated. The physician reported that a small stroke was identified via head CT scan with no deficits noted. The patient was discharged on (B)(6) 2022 with the impella device removed the day prior to discharge. The ablation catheter that was used during the procedure was a 28mm afapro medtronic cryoballoon. No further information was provided in relation to what caused the reported event. The available information does not indicate a causal relationship between the acqcross device and the reported adverse event.

Event description:
It was reported that during transeptal puncture with the acqcross and flex cath sheath for cryo ablation, a patient event of torsades (ventricular tachycardia) occurred. The user noted that the regular j guidewire in the acqcross device was exchanged for a third party baylis protrack pigtail wire for support in crossing the septum. The first ablation on the left superior pulmonary vein was successful and lasted 35-120 seconds. The torsades/tachycardia event occurred after 15 second during the second ablation lesion. Ablation was aborted, the ablation catheter removed from the patient, and an arterial sheath was inserted for cardiac catheterization. The patient was shocked to wide complex rhythm with elevated st segment. CPR and multiple defibrillations were performed. Act at that time was 400. No air embolism or thrombus were observed via intracardiac echocardiography or fluoroscopy. A cardiologist was called in who identified thrombus occluding the lad. The physician used the third party angiojet device to successfully remove clots. St segment was noted to decrease after clot removal. The user indicated that a third party impella ventricular support system was inserted in the patient prior to the intervention. The patient stabilized and was taken to the ICU. The cause of the reported event is unknown. There was no allegation of malfunction or deficiency related to the acutus device. The device in question was discarded by the hospital and is not expected to be returned for investigation.

Manufacturer narrative:
The submission of this report or related information is not necessarily an admission that our employees or our device caused or contributed to the reportable event.